Event description:
The sales rep has requested an evaluation of the scm12 in using the ex holster. The cutter would not respond in the sample mode. The lcd screen would indicate one position. The cutter would stop and not continue when interrupted. The cutter would be activated to return in the positioning mode. They were able to complete the breast biopsy after cycling power.